Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and it was discovered that the rotor housing was worn, indicating excessive friction between mating components. Excessive friction can lead to heat being generated when the device is operated. The rotor housing was replaced and additional components were also replaced for preventative maintenance purposes. The drill returned to the user facility.

Event description:
It was reported by the MFR's sales rep that the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.